Event description:
The patient reports that following surgery for ulnar nerve entrapment at the cubital level, during which 3 units of the device were used, he has experienced residual sensory deficit, loss of nerve function, atrophy and pain syndrome. Two units of neuragen nerve guide png720, lot number 1070206 were also used during the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.